Event description:
It was reported that a user requested assistance with a first-time supply change using an inset infusion set and had removed the infusion set from the applicator needle before contacting support, leading to an incorrectly deployed infusion set or an incompletely attached connector. There were no reported adverse clinical effects. Outcomes included no health impact, alerts, or alarms. Investigation included troubleshooting and user education conducted by customer care guiding the user through the correct supply change process. Investigation of this case revealed user handling error related to infusion set deployment, associated with the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error and improper use.